Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to lack of product identification. The reported event could not be confirmed due to lack of product/information. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from a journal article that the patient underwent an initial right total hip arthroplasty completed on an unknown date. Subsequently, the patient developed pain, squeaking, loss of range of motion, and muscle weakness. Intraoperatively it was noted that the ceramic liner had fractured, cup wear and microchipping with severe degradation of the head were also observed. All components were exchanged without any known complications and further details were not provided at this time. Upon 1 year and 4-year follow-up the patient was found to be doing well. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D6a. Implant date between (B)(6) 2019. D6b. Explant date between (B)(6) 2020. D10. Unknown 36 mm biolox delta femoral head item# unknown lot# unknown. Unknown taperloc stem item# unknown lot# unknown. Unknown continuum cup item# unknown lot# unknown. E1 - address - line 2: (B)(6). G2. Report source: romania. Literature: a case report on a fractured ceramic bearing surface followingtotal hip replacement and a short review on the mechanisms of liner fracture. Calin stefan, cristian moldovan, liviu marsavina, mihai hurmuz and iuliana stefan. 2024 dec. Pages( 1-9) https://doi.org/10.3390/reports7040117.